Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2 of 4. The patient explained that a supply bag fell and disconnected. Gts assisted the patient in cycling power twice to clear the error. The patient elected to finish therapy in the morning. Product surveillance contacted the patient's dialysis nurse who explained the patient called her the next morning. The nurse advised she reviewed procedure with the patient and stressed to the patient to ensure the luer locks were secure prior to starting therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. As per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The patient explained that a supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).